Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device displayed a "defib fault 196" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.